Event description:
It was reported by a getinge service territory manager (stm) that during preventive maintenance (pm) the batteries failed the runtime test. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation method codes), h10.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge stm replaced the batteries then completed the pm with full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported by a getinge service territory manager (stm) that during preventive maintenance (pm) the batteries failed the runtime test. There was no patient involvement, and no adverse event reported.